Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window and missing reservoir tube o ring. No unexpected color in lcd screen when light on noted.

Event description:
It was reported that the customer's insulin pump had a crack on the screen and an o-ring missing from the reservoir compartment. Troubleshooting was unable to be completed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.